Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) revision procedure due to an unknown reason.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in the year of 2023. Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-50 serial number: (B)(6). Batch/lot number: 5120689 model/catalog description: infinion cx lead kit, 50cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2317-50 serial number: (B)(6). Batch/lot number: 7073854 model/catalog description: infinion cx lead kit, 50cm unique identifier (UDI) #:(B)(4).